Event description:
It was reported an issue with monosyn suture. The client reported that they keep having threads to which no needle is attached. There have now been a total of 10 threads that could not be inserted.

Manufacturer narrative:
Summary of investigation: there are 4 previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. Nevertheless, considering that there are previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.57 kgf in average and 0.33 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done. Final conclusion: considering that there are previous confirmed complaints, we conclude that the complaint is confirmed by evidence of the previous confirmed complaints. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.